Manufacturer narrative:
An event of a fluid leak on the y-connector extension tube was reported. The device was returned to abbott for investigation and when analyzed, the extension tube was confirmed to be cracked. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The event appears to be related to a potential product quality issue; exception issue (B)(4) has been initiated to further investigate this complaint. The investigation determined that the cracking observed in the female luer component of the amplatzer delivery system was due to excessive manual assembly force applied during manufacturing. This force introduced residual stress into the plastic material, which over time and under elevated temperatures led to delayed cracking.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 5f amplatzer torqvue low profile delivery system was selected for use. During device preparation, the delivery system was inspected and "when the doctor flushed the system with saline solution while loading the device," the physician "saw the leak, but continued with the procedure." After implanting the device in the patient (the device was already released), upon removing the cable and the delivery system, the leak persisted at the hemostatic valve. Blood was leaking through the connection and escaping from the delivery system; air was not observed in the patient. No treatment was reported and the patient was reported to be in stable condition.